Manufacturer narrative:
Concomitant medical product: g151 ICD, implanted: (B)(6) 2015. Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for persistent discharge from the device incision site. The patient had an infection. The leads were removed and the patient was implanted with a temporary pacing wire. No further patient complications have been reported as a result of this event.